Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the cot had tipped. There was patient involvement, however there were no consequences or impacts to the patients.

Manufacturer narrative:
The unit that was pending evaluation was not evaluated, as the customer reported the event occurred as the cot was being driven around a sharp, sloping corner in the hospital and overturned. There was no product malfunction and the customer indicated the device did not require evaluation.

Event description:
This report summarizes 2 malfunction events, where it was reported the cot had tipped. There was patient involvement, however there were no consequences or impacts to the patients.